Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; 1 device had detached components and 1 device had worn components. 1 device was not evaluated, as the issue was identified and resolved during troubleshooting call between the customer and stryker technical support. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was reduced brake force.  There was no patient involvement.